Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in abdominal aorta. A 33/7/2/100 equalizer balloon catheter was advanced for dilatation. However, during the initial inflation at 5 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in abdominal aorta. A 33/7/2/100 equalizer occlusion balloon catheter was advanced for dilatation. However, during the initial inflation at 5 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
E1-initial reporter city: (B)(6) . Device evaluated by MFR.: unit returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The balloon was ruptured.